Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via reduced intrinsic amplitudes. The high energy shock impedance was 111 ohms, which is high but within normal limits. The sensing vector was set to the primary vector. The smartpass feature had programmed itself off due to the low amplitudes. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.